Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-apr-2024, it was reported that the patient faced a bent in infusion set cannula. The events occurred within 3 or more hours after insertion. The infusion set was in use for 1 day. The insertion site was at abdomen. The blood glucose level was unknown, but value displayed high and was corrected via bolus pump. The current blood glucose level was upper 241 mg/dl value. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.